Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave nav was used. On (B)(6) 2026, the patient presented to the electrophysiology office visit with worsening shortness of breath, fatigue, and palpitations associated with bradycardia. The patient was scheduled for pacemaker implantation. The event did not interfere with the procedure and was assessed as unrelated. The patient condition is ongoing. The device is not expected to be returned due to disposal.